Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that prior to a procedure the system locked up. The staff was unable to reboot or turn off the system. The "off" button was held for 30 seconds without success. Technical service was called and instructed the staff to disconnect backup battery and switch off. The battery was reconnected and the case was initiated and completed as planned. There was no patient involvement.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer was able to resolve the issue remotely. A review of the customer¿s complaint history for the last 24 months did not show any previous complaint of this kind against the system. The system was manufactured on march 13, 2007. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).